Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed empirically. Available information suggests that improper tip expansion likely contributed to the event as it was reported "when trying to advance the delivery system, the valve kept getting stuck at the tip of the sheath the perceived root cause for the torn distal tip was possibly when the valve exited the sheath or upon the balloon being pulled out of the sheath on the way out after deployment.". The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A torn distal tip would be more susceptible to catching on to the delivery system during withdrawal. However, as no difficulties were reported during withdrawal of the delivery system, it is likely that the distal tip tear occurred during advancement of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure with a tortuous iliac, when trying to advance the delivery system, the valve kept getting stuck at the tip of the sheath in the abdominal aorta. The team did eventually get the valve through and deployed without issue. Upon removing the esheath from the body, the tip of the sheath was torn.